Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Facility exceeds character limit: (B)(6) hospital of traditional chinese medicine.

Event description:
It was reported that bd maxzero not partial obstruction. The following information was provided by the initial reporter, translated from chinese to english: the static joint is not completely unobstructed after connection.

Manufacturer narrative:
A mz1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24025961. The customer reported that "the static joint is not completely unobstructed after connection". It was also reported that during the event, the maxzero was connected to a "forte infusion set" with saline and it was completely blocked. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph was unable to confirm the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24025961 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.